Event description:
The customer reported that the system would not produce an x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier and the camera were checked. The tube may need to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.